Event description:
It was reported that stryker devices were explanted for an unknown reason.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-42e, lot # 43329901, description: modular dual mobility insert; cat # 1236-2-848, lot # 43564001, description: restoration adm x3 ins 28/48; cat # 6260-5-128, lot # 42932101, description: 28mm std v40 taper vit head; cat # 6720-0635, lot # 40841304, description: size 6 accolade ii 132 deg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation and the surgeon was unwilling to provide additional information. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding revision surgery involving a trident shell was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that stryker devices were explanted for an unknown reason.